Manufacturer narrative:
Unit was evaluated on (B)(6) 2020 by candela field service engineer and was identified to be operating within published specification without any faults or problems found. There is no indication that the patient was not treated per the guidelines in the candela treatment guide. A review of the device history record did not identify any non- conformance during manufacturing that could have caused or contributed to the reported patient impact.

Event description:
Customer at a us clinic initially reported patient had an adverse reaction. On (B)(6) 2020, candela medical post market received information; customer reported a (B)(6) female patient with skin type 3 had laser hair removal treatment on her full legs with gentle max pro laser system on (B)(6) 2020. Immediately post-treatment, customer reported patient had "regular erythema" and that the patient mentioned this treatment was "less painful than previous treatments" and that she felt good. Hydrocortisone was applied post treatment. The following evening, the patient notified customer, indicating that she had developed blisters and was going to the emergency room. Per customer follow-up, only the lower part of the legs was affected. Additional information was requested to determine if there was medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. No further information has been received; however, customer reported patient was tested for a staph infection and seen by a burn specialist. Customer indicated patient injury is expected to heal and will heal fine if creams are applied and sun exposure is limited.